Event description:
It was reported during a routine removal surgery, the driver tip broke in the screw. The surgeon had to "puncture" the screw head to be able to remove the implanted plate. The screw tip was left in the patient. This report is related to report number 3025141-2022-00400 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined under magnification. It was confirmed that the t8 stick fit hexalobe driver (part number 80-0759) had batch number 530524. The lobes of the hexalobe tip were significantly twisted in one direction. A torsional fracture pattern was identified within the hexalobe tip of the driver. This type of twisting pattern and fracture indicates an excessive torque load applied about the driver's central axis. The driver tip was measured to determine the location of fracture and approximate the amount of material missing. The driver measured 3.341 inches, indicating that approximately 0.039 inches broke off the tip. The screw used with the driver was not returned. Driver tip twisting and fracture may occur when excessive force is applied to the driver during use to overcome increased resistance. However, due to unknown procedural conditions, the root cause could not be determined.